Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2019 the child reported to his mother that he could no longer hear with the device. It was originally reported that there was no incident of an accident or trauma. However, it was later reported that the child fell and hit her head. Recipient previously had good benefit with the device. The recipient was re-implanted on (B)(6) 2019. Per device explantation report there were no device damages visible prior to removal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the child reported to his mother that he could no longer hear with the device. There is no report of an accident or trauma.